Event description:
It was reported that the right ventricular (rv) pace impedance was out of range at 2,267 ohms. The impedance had been gradually rising and was greater than 2,000 ohms on multiple occasions. All other lead measurements were as expected. Technical services (ts) recommended increasing the impedance alert on the implantable cardioverter defibrillator to 2,500 ohms. Additionally reported that the rv capture threshold was also increasing. Shock impedance was stable, sensing was good and no signal noise was noted. Ts recommended further troubleshooting in clinic. Another additional information was received which indicated this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) pace impedance was out of range at 2,267 ohms. The impedance had been gradually rising and was greater than 2,000 ohms on multiple occasions. All other lead measurements were as expected. Technical services (ts) recommended increasing the impedance alert on the implantable cardioverter defibrillator to 2,500 ohms. The rv lead remains in service and no adverse patient effects were reported. It was additionally reported that the rv capture threshold was also increasing. Shock impedance was stable, sensing was good and no signal noise was noted. Ts recommended further troubleshooting in clinic. Additional information was received which indicated this rv lead was surgically abandoned and replaced due to high impedance out of range, high pacing thresholds and oversensing. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) pace impedance was out of range at 2,267 ohms. The impedance had been gradually rising and was greater than 2,000 ohms on multiple occasions. All other lead measurements were as expected. Technical services (ts) recommended increasing the impedance alert on the implantable cardioverter defibrillator to 2,500 ohms. The rv lead remains in service and no adverse patient effects were reported. It was additionally reported that the rv capture threshold was also increasing. Shock impedance was stable, sensing was good and no signal noise was noted. Ts recommended further troubleshooting in clinic.

Event description:
It was reported that the right ventricular (rv) pace impedance was out of range at 2,267 ohms. The impedance had been gradually rising and was greater than 2,000 ohms on multiple occasions. All other lead measurements were as expected. Technical services recommended increasing the impedance alert on the implantable cardioverter defibrillator to 2,500 ohms. The rv lead remains in service and no adverse patient effects were reported.